Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient developed redness at the pod site, followed by the appearance of pus. The pod had been worn on the skin for between 49 to 71 hours. The parent stated that insulin was not delivering, and after removing the pod, redness was observed, with pus developing three days later. Five days after the initial pod site reaction, the parent sought medical attention for the patient at the hospital. During the visit, the patient presented with fever, redness and pus at the pod site. The physician diagnosed an infection. Treatment included antibiotics and an ultrasound to assess the depth of the infection, which was later reported to be normal. Blood glucose was elevated, reaching up to 24 mmol/l (432 mg/dl). The parent did not retain the pod for return as the parent was unaware it needed to be sent back.